Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system. It was reported that the cannulated driver broke at the tip during screw insertion. It was said that the surgeon pre-drilled, and used a countersink prior to inserting the headless screw.